Manufacturer narrative:
H.6. Investigation summary: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. Photos and sample were sent by the customer to analysis, but without batch number information it was not possible to perform an investigation and determine the root cause. Based on the photo and sample analysis it was not possible reproduce the incident or identify one root cause for the incident informed. The manufacturing process are validated with defined acceptance criteria. From these information it¿s not possible confirm the complaint.

Event description:
It was reported that liquid (contrast) accumulated between the plunger and the reservoir on a unspecified bd¿ syringe.

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid (contrast) accumulated between the plunger and the reservoir on a unspecified bd¿ syringe.